Event description:
Hd [hemodialysis] catheter white securement device was sutured to patient¿s skin; catheter came out of securement device and out of patient. The sutures were placed at the triangular juncture hub with integral rotating suture wings, and the blue plastic piece was able to slip out of that. This same exact issue occurred with 2 different patient¿s and the lines were placed by two different providers.